Manufacturer narrative:
A medtronic representative visually inspected the damaged driver on-site and confirmed the reported damage. The screwdriver has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, screwdriver was found to be damaged. It was reported that the driver was beginning to twist and "braid" near the tip of the instrument. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted. No additional details were provided.